Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device remained in AED mode and was unable to enter manual mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was made aware by the customer, a biomedical engineer, that the staff believes they may have pushed the "analyze" button prompting AED mode in the device. The biomedical engineer trained the staff on using the device. While it is likely that use error is the cause of the event, root cause cannot be conclusively determined.

Event description:
The customer contacted physio-control to report that their device remained in AED mode and was unable to enter manual mode. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.